Event description:
Customer reported the insulin pump alarmed button error. Customer was transferred to perform troubleshooting. Customer's blood glucose was 5.2 mmol/l. Customer stated the device was in his pocket. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer was advised to get a prescription from doctor in canada to get replacement pump of an authorized insulin pump here in the united states. Customer was sent an mmt - 7xx pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.